Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4)

Event description:
The patient reported that the down-arrow is not responding. It was also reported that the pump is not exposed to water and there is no sign of keypad damage.